Event description:
Elective surgery, revision performed at patient's request due to recall. No reported symptoms. Update - updated litigation received (patient fact sheet) including this revision in the legal complaint. Additional information: operative notes allege the patient had recall status and significant heterotropic bone formation.

Event description:
Elective surgery, revision performed at patients request due to recall. No reported symptoms. Update: updated litigation received (patient fact sheet) including this revision in the legal complaint. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.